Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose (bg) levels dropped to 37 mg/dl. The patient reporting not being able to receive their bg levels due to communication issues between the pod and cgm. The patient also alleged that they lost consciousness when their bgs dropped to 37 mg/dl and when they woke up, their bgs were at 40 mg/dl. Follow up attempts to gather information on the allegations are being made. The case will be updated if further information on the alleged event is made available.